Event description:
It was reported that an ilet user experienced hyperglycemia with a blood glucose value of 236 mg/dl after entering an incorrect body weight during initial device setup, which was subsequently corrected with assistance, and glucose returned to range later the same day. Investigation included review of use history and user-reported information. Investigation of this case revealed user setup error related to incorrect weight entry leading to inappropriate insulin dosing, with recovery after correction. No symptoms associated with elevated blood glucose reported. Outcomes included temporary hyperglycemia without the need for medical intervention. It was concluded that the event was attributable to user setup error, and the device functioned as designed after parameters were corrected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.